Manufacturer narrative:
Corrected data: in review, it was noted that the following fields were inadvertently not entered correctly in the initial MDR report as the doctor's information was available. Also, the concomitant medical product information was inadvertently not entered in the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section d10: concomitant medical products: 1mtec30 cartridge, lot unknown section e1: title (e.g., mr., ms.): doctor section e1: first/given name: unknown section e1: last name: (B)(6) section e2: health professional? Yes section e2: occupation: physician all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the platinum injector pusher got under the monofocal intraocular lens (iol), plunger overrode the lens as the was advancing the lens into the patient's eye and it cracked the lens. The doctor had to cut the lens and explant it. Another lens of the same model and diopter was used as the replacement lens. It was indicated that the lens was not stuck in cartridge. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.